Event description:
A vanguard knee system was prepared for implantation during a total knee replacement. As the equipment was assembled for implant a bolt was noted to be missing the threads necessary to secure the piece. It is unclear if user error was involved when assembling the system or not the product representative had to locate another set before the procedure could proceed. This resulted in a delay in the procedure and the patient had an extended time under anesthesia. The procedure was completed and the procedure was successful. The patient was unharmed.